Event description:
The coating on the wire separated from the wire. The wire was inserted into the patient and then guide was inserted without any issue. The physician inserted a stent and had difficulty crossing the lesion. The physician removed the stent and while attempting to remove the guide the coating on the wire telescoped back. Both the guide and the wire were removed together. The patient is reported to be fine.